Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Customer advised that they discovered that the blue sterile wrap in one of our oasis 3600-100 packages had tears in it. Customer advised that the outside of the packaging was undamaged and this was the only drain they have discovered so far with this damage to the sterile wrapping. Device was not used on a patient.

Event description:
N/a

Manufacturer narrative:
Investigation: the complaint claims that the csr wrap of a 3600-100 drain had tears in it. The customer sent pictures (attached) of the drain which showed the csr wrap with two small tears in it. The device was returned for evaluation. When it was received, the tyvek pouch was already torn open at the top and the drain was in the pouch upside down, but still wrapped in the csr wrap. No damage was identified on the pouch other than being peeled open at the top. Two small tears could be seen in the csr wrap on the side of the drain, near where the wrap is taped. When the tape is peeled off and the top fold of the csr wrap is pulled back matching tears can be seen in the layer of the wrap underneath. When the wrap is fully removed, damage can be seen on the side of the drain. There is a small indent in the side of the drain and the displaced plastic is pushed out, creating a small ridge. The top corner of the drain tray on the same side as the dent also appears to have been damaged by an impact to the side of the drain. The damage appears to be consistent with the wrapped (and possibly pouched) drain being dropped onto the corner of table or something similar. The drain was set up with wall suction to check its functionality. When suction was applied, the water in the water seal chamber bubbled consistently and the bellows inflated to the delta symbol. When the patient line was clamped shut, the bubbling ceased. No issue with the device's functionality was identified. Additionally, the csr wrap is not considered a sterile barrier. Because the pouch was not damaged, the sterile barrier was still intact before the pouch was opened. The complainant reported that no other drains were found to have damage and they did not report any damage to the shipping box. When the drains are packed in the shipping box there is not room for them to move and the part of the drain that was damaged would have been facing the side of the box. Any impact to that part of the drain would have had to go through the shipping box, which was not reported as damaged. For this reason it is not believed that the damage occurred during shipping. The device history record (DHR ) for the lot was reviewed and found no nonconformities or anomalies in its manufacturing. Mp009267 (csr wrapping & pouch labeling/insertion), mp009189 (pouch sealing/inspection), and mp009266 (packaging procedure) were reviewed and no steps or changes in the instructions were identified which would likely lead to this complaint. The finished good specification was reviewed which also did not identify any changes which may have led to this complaint. The IFU instructs the user not to use the drain if the device or packaging is damaged. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found no related complaints. A recurring lot number report was completed which found no additional complaints against lot 492481. A review of cars/capas found no related cars or capas. A review of ncrs found no ncrs related to this complaint. Both the complaint and the device nonconformity are confirmed, however the damaged to the csr wrap does not affect the sterile barrier and the damage to the drain does not affect its functionality. The damage is cosmetic in nature. No evidence could be identified to determine how or when the damage occurred, other than it happened sometime after the device was wrapped and is unlikely to have occurred while the device was in the shipping box. The root-cause is impossible to define.

Manufacturer narrative:
Complaints associated with damaged or defective packaging identified before use related to holes in blue (csr) wrap or shipper box damage, but excluding breaches in the sterile barrier. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Atrium medical corporation will no longer report future events for complaints associated with damaged or defective packaging identified before use related to holes in blue (csr) wrap or shipper box damage, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.